Manufacturer narrative:
Patient¿s weight is not available for reporting. Additional device product codes: hrs, jds. (B)(4). Device broke intra-operatively and was not fully implanted or explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.5 mm cortex screw broke during a planned open reduction internal fixation (orif) of a right sided tibia plateau fracture on (B)(6) 2017. The patient had an exfix on the right lower extremity as interim treatment for an original injury caused by being struck by a train on an unknown date, weeks prior. The exfix was removed uneventfully during this procedure. As the surgeon attempted to implant the final cortex screw into the bottom hole of the lateral tibia plate, he was trying to anchor the plate down to the bone when the screw broke into two pieces. The screw was implanted most of the way with a power drill. The surgeon stopped short of the screw being tight and finished with a handheld screwdriver. The screw shaft was left in the patient¿s bone. The surgeon proceeded to use the hole above this one. There was a surgical delay of one (1) minute to drill another hole and implant another screw. Additional x-rays were required. The final construct included two plates (medial and lateral) and screws. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: plate (qty: 1), hex screwdriver (qty: 1), quick connect handle (qty: 1), stryker power drill (qty: 1). This report is for one (1) 3.5 mm cortex screw self-tapping 36 mm. This is report 1 of 1 for complaint (B)(4).